Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the wire connector from the electronic pt gas system (epgs) does not fit on oxygen (o2) sensor. This was a new sensor and considered an "out of box" failure. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the field service representative (fsr). The fsr installed another oxygen sensor. With the sensor replaced and preventative maintenance completed, the unit operated to manufacturer specifications and was returned to clinical use. The oxygen (o2) sensor was returned to the manufacturer and the laboratory technician found cracks in the sensor connector, resulting in expansion of the connector. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.